Event description:
A customer reported cartridge alarms 20 and 30. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed the issue with consecutive cartridges and decided to replace the pump, which was still under warranty. The customer was instructed to put the current pump into storage mode before returning it and to use multiple daily injections as a backup therapy in the meantime. The support team confirmed the shipping address and arranged for a replacement pump to be sent without requiring a signature upon delivery. Additionally, they provided instructions for the customer to return the problematic pump using a pre-paid label within ten days.